Event description:
It was observed during device inspection, that the duodenovideoscope contained foreign material within the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and the final investigation results. Corrected fields: b5, d5, e1, e2, e3, g2, h6, h11. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01/09/2026. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that debris or food was stuck inside the biopsy channel, and nothing could pass through it. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of nothing being able to pass through was component failure to deformation/distortion of the tube. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. The cause of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.